Event description:
It was reported that during implant, the stylet could not be inserted into the lead. Eventually, a new stylet was inserted. Despite mutiple positioning attempts, the lead exhibited unacceptable thresholds and high impedance. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.